Event description:
The customer's father reported that the customer was hospitalized, due to diabetic ketoacidosis. The reported blood glucose reading was 438 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and self tests passed. However, the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.